Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was to be implanted within the duodenum of a cancer patient with gastric outlet obstruction on (B)(6), 2010. According to the complainant, during the procedure when the patient was prepped and under general anesthesia, the stent packaging was opened and the exterior tube handle was found to be detached and the sheath was exposed. There was no noticeable damage to the packaging or to any other part of the device. No other stent was available at this time, therefore the procedure was aborted. Three days later, the procedure was successfully completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported as 'case successful. Tolerated procedure and stent well'.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted on to the shaft. The clear outer sheath was retracted from the distal tip and kinks were present in the clear outer sheath. The distal handle was detached from the outer sheath and the outer sheath was accordioned. During analysis it was not possible to retract the outer sheath by hand, so the shaft was dissected and the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with the profile of the stent. The inner lumen was kinked. The most probable root cause is handling damage, due to the fact that the event occurred during unpacking of the device, outside of the patient's body. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was to be implanted within the duodenum of a cancer patient with gastric outlet obstruction on (B)(6), 2010. According to the complainant, during the procedure when the patient was prepped and under general anesthesia, the stent packaging was opened and the exterior tube handle was found to be detached and the sheath was exposed. There was no noticeable damage to the packaging or to any other part of the device. No other stent was available at this time, therefore the procedure was aborted. Three days later, the procedure was successfully completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported as "case successful. Tolerated procedure and stent well".